Event description:
It was reported that the ventilator had volume issues. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator had volume issues. Our field service engineer investigated the ventilator on site. Having passed all functional tests satisfactorily and ventilated correctly with a test circuit and seen that the values are within range and clearly displayed on the monitor, it is determined that the equipment is operating under optimal conditions for clinical use. No further issues have been reported after the reported event. No parts were replaced for investigation. Therefore, the root cause for the reported problem could not be determined.

Event description:
Manufacturers ref: #(B)(4).